Manufacturer narrative:
The investigation is in progress. The issue was passed to the manufacturer. The conclusions will be provided within manufacturer's follow-up report 3007420694-2022-00063 once the investigation is completed.

Event description:
Following the information provided the patient sustained deep tissue injury (4 cm x 4 cm) to the posterior heel during use of arjo l501-m garments in conjunction with prevalon boots (third party equipment). The customer alleged that the pressure injury resulted from the pressure points created by the garment tubing. It is unknown how long ipc garments were in use prior to development of deep tissue injury. Interventions included wound care/dressings to area (ie., cavilon, mepalex, promogran) and taking the arjo device out of use.